Manufacturer narrative:
An intuitive surgical, inc (isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the base of the endoscope did not rotate. The customer was advised to replace the endoscope via aex. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0 deg endoscope was analyzed and found with aea damaged or friction issue. There was desiccant container damage or loose desiccant balls. Furthermore, there was other (strain relief on ic housing). The complaint regarding displaying image does not rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 0 degree endoscope roll axis was stuck. The customer noticed the horizon indicator was not accurate. The customer had reseated the endoscope and the sterile adapter, and the roll axis was only available in the clockwise direction. The procedure was completing as planned with no reported injury.